Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 460 mg/dl. Customer was using the insulin pump system within 48 hours of reported event. It was unknown if the customer was using auto mode at the time of event. Customer performed self test and test was passed. The insulin pump will be returned for analysis.